Event description:
The surgeon inserted an icm115v4 11.5mm implantable collamer lens in the left eye on (B)(6) 2011 and the lens was removed on (B)(6) 2012 due to low vault. The lens was replaced with a longer length icl and this resolved the problem. See MFR report# 2023826-2012-00847 for the right eye.

Manufacturer narrative:
Method - lens work order search & medical review. Results - visual inspection of the returned lens showed the lens was returned dry and there was no visible damage observed. A lens work order search revealed that there was no similar complaints for the same type of problem from this work order. Medical review - review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl, keratoconus, pregnant or nursing, patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).

Manufacturer narrative:
(B)(4).